Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shuts off by itself.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter), g3, g6, h2, h3, h6 (health effect: clinical code, type of investigation, investigation findings,component codes, investigation conclusions, health effect: impact codes), h11. Corrected fields: e1 (event site telephone). A getinge field service engineer (fse) stated that the battery test procedure was indicated. The batteries did not last long enough, so they were replaced as part of preventative maintenance. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported prior to use that the cs300 intra-aortic balloon pump (iabp) shuts off by itself. There was no patient involvement.